Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was in the 500 mg/dl range. Customer administered a manual injection to address bg. Reportedly; the customer changed the pump supplies and continued to use the pump for insulin therapy.